Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included adenomyosis, leiomyoma, paraovarian cyst, menorrhagia, nabothian cyst and fibroids. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix - no pathologic lesions. Endometrium benign, proliferative. Myometrium -adenomyosis and leiomyoma. Serosa no pathologic lesions. Bilateral fallopian tubes benign paratubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. B53029e, b61390) inserted for female sterilization. The patient's medical history included adenomyosis, leiomyoma nos, adnexa uteri cyst, menorrhagia, nabothian cyst, fibroids and grand multiparity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: three coils in the left tubal ostia, and four coils in the right tubal ostia at the end of the procedure. Expiration date of left fallopian tube: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix - no pathologic lesions. Endometrium - benign, proliferative. Myometrium - adenomyosis and leiomyoma. Serosa - no pathologic lesions. Bilateral fallopian tubes - benign paratubal cysts. Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received. Lot number was added. Reporter, insertion date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.